Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the battery compartment was missing some of the threading and was worn down which has now caused the yellow o-ring on the battery to show. The reporter denied any power loss and stated that the patient continued to wear the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: the battery compartment was cracked from the threads to the seal case. The battery cap threads were stripped and the battery cap would not seat securely in the battery compartment due to damaged battery cap threads. A test battery cap was used for testing. Unrelated to the casing condition issue, the display was observed to be dim, fading, and reddish in color.